Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number (18f22e0046) matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging box. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.2cm from the iabc distal tip; the wire-round (part of the flex tip assembly) was noted unraveled, and the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (central lumen). Additionally, a section of the central lumen within the flex-tip assembly was noted completely broken and separated; its length was approximately 0.7cm. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue. The reported complaint for iab helium loss alarm is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which can result in helium loss alarms. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that "after 8 minutes of use, the machine frequently alarmed for helium loss. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". The second catheter was inserted at the same insertion site. The patient condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after 8 minutes of use, the machine frequently alarmed for helium loss. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". The second catheter was inserted at the same insertion site. The patient condition is reported as "fine".